Event description:
The customer contact reported a leak. It was reported that unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with unspecified concentration of dilaudid when solution leaked at the luer lock of the injector in the vial during filling. The vial was replaced and the filling was resumed. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.